Event description:
It was reported by the company representative that shortly before the programmer was to be delivered to the hospital, the analyzer was inserted into the programmer, a communication error message appeared. Another analyzer that was working was used. Technical services recommended that the company representative clean the contacts of the analyzer with an eraser and try with another programmer. The status of the analyzer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).